Manufacturer narrative:
The insulin pump was received with unable to vibrate due to broken vibrator black wire. The insulin pump passed all current test and no failed battery test alarm during test noted. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the vibration feature on the insulin pump was not functioning. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 340, blood glucose reading 368 mg/dl. Troubleshooting occured. Advised insulin pump would be replaced.